Manufacturer narrative:
Pending return of the device. Once it is returned to our us facility, it will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that, "the machine is cutting off and on during the case. Display says unit is malfunctioning. Per the logs on the device, appears to be a bad pressure/flow sensor due to the sensor deviation error messages in the system log. 5-10 minutes delay while they grabbed another tower". No negative impact in state of health reported.

Manufacturer narrative:
Customer decided not to return the device to us; therefore it will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).